Event description:
The customer contact reported the pt received more medication than intended. At 1530, line a of the device was programmed to deliver normal saline at a rate of 10 ml/hr. Line b was programmed in the concurrent mode to deliver packed red blood cells 270 ml, at a rate of 67.3 ml/hr. No further programming parameters were provided. At 1630, it was reported that the relative of the pt notified the nurse that the device was alarming. At the time, it was noted that the entire bag of blood had been delivered; however, the device display indicated that only 14 ml had been delivered. The device was removed from clinical service. The customer contact reported the pt had fine crackles. The customer contact reported after a few minutes the pt's oxygen saturation was 100% and the fine crackles subsided. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.